Manufacturer narrative:
The tech found that the caster was worn. He replaced the brake caster to repair the bed.

Event description:
Info received indicates when the brakes were activated the brake caster would still swivel.